Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using supplies beyond labeling. The customer replaced the pump supplies and resumed insulin therapy. Customer's blood glucose was 432 mg/dl.